Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had an unspecified inaccurate delivery issue. No further information was provided. Customer technical support made attempts to contact the report for additional information and troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: a review of the pump¿s black box showed that the data from the event has been overwritten due to continuous use of the pump. The available daily insulin delivery totals correctly reflected the users¿ programmed basal rates. During investigation, the pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. The complaint of an inaccurate delivery issue was not duplicated during investigation. Unrelated to the complaint, the display was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.